Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what was the condition of the tissue where monocryl plus suture was used (normal, diseased, weakened)? - normal. How the monocryl plus suture was placed (interrupted or continuous)? - continuous. Were any knots found intact of the monocryl plus suture? I was told that there was no monocryl at all seen when the abdomen was reopened and later told that there was one small scrap that was free floating in the abdomen. What is the surgeon opinion of contributing factors to increased absorption? - I placed three sheets of surgicel and 1 sheet of intercede on top of the uterus. I have never had this reaction before but was concerned that there might be an unknown cross reaction from those materials that increased dissolution time. What is the surgeon opinion regarding the (B)(4) blood in the abdomen? - it was assumed that the (B)(4) was a results of consistent seeping of blood from serosal layer of uterus secondary to suture failure. What does the surgeon believe caused/ contributed to the bleeding? - it was assumed that the 1500 ml was a results of consistent seeping of blood from serosal layer of uterus secondary to suture failure. What are the patient age, weight, and prior medical conditions? Age: (B)(4). Weight: (B)(4). Prior medical conditions: fibroids, seasonal allergies, varicella. You provided 2 lots of suture, can you identify which lot was used on the patient? - both. What is the current condition of the patient? - she has been seen for one postoperative visit and is doing well.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparotomy myomectomy procedure on (B)(6) 2018 and the absorbable hemostat was used on uterus and multiple uterine incisions was closed in standard fashion. During the procedure, fibroids were taken out. The procedure concluded without complications. It was also reported that the patient subsequently became unstable, went into hypovolemic shock and required return to or on (B)(6) 2018 for exploratory laparotomy. Upon inspection of the abdomen, the patient¿s uterus had been wrapped with sheets of absorbable hemostat prior to initial closure. Upon reentry, there was 1500 ml of blood in the abdomen. It was not noted how the case was completed. Additional information has been requested.